Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced or confirmed. The reported symptom was determined to be caused by a failed upper latch switch which was found during evaluation. The upper auxiliary was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.